Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer claims the backlight is gone; said he already replaced display assy. There was no reported adverse patient impact.